Manufacturer narrative:
A product development evaluation was completed: the inner shafts are deformed in the front section just where the interface of the implant is. If the arrow of the outer shaft and the trial/implant are not aligned accordingly and the applicator knob is tightened in that position, this can lead to the deformation of the front section of the shaft. These damaged devices give us a clear indication that a handling error may have led to these damages. The technique guide states that the arrows on the end of the applicator align with those on the trial implant or implant and the contact surface between the trial or implant and the applicator should have no gap. Also that the firm connection of the trial implant or implant to applicator can be checked manually by applying pressure on the lateral side of the trial implant with the thumb. Trial implant should not pivot. The manufacturing records were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the outer shaft is deformed in the area where you fix the implant. The surgeons experienced problems with the implant and end trial because both turn before the surgeons loosen the knob. There was no patient harm involved or delays reported. This is report number 2 of 5 for (B)(4).